Manufacturer narrative:
(B)(6). This case, with patient identifier (B)(4) (system 1), is related to case with patient identifier (B)(4) (system 2).

Event description:
Customer reportedly received the following results, with two different aviva meters, within 10 minutes: 382 mg/dl on customer's aviva meter (system 1) and 182 mg/dl on customer's father's aviva meter (system 2). No adverse event reported. Different test strip lot numbers were used for each system. Return of the suspect device was requested for evaluation and replacement was sent.